Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information this right ventricular (rv) lead was suspected to be fractured. An increase in pacing impedance measurements were noted, as well as an increase in pacing thresholds. It was also noted that there was loss of capture on the rv lead. The patient was not pacemaker dependent. A new lead was implanted, while this rv lead was surgically abandoned. No additional adverse patient effects were reported.